Manufacturer narrative:
The provided data for the precision check was acceptable. The field service representative replaced the rubber valve on the vacuum pump, trimmed the rinse tube, checked and adjusted the gear pump pressure, and checked and flushed all of the vacuum tubes with ise cleaning solution. The cuvette water levels were checked and were acceptable. He observed that the probes were all washing well in their wash stations. Calibration and qc all passed. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 1 patient sample and questionable crep2 creatinine plus ver.2 results for 1 patient sample on a cobas 8000 c 702 module. Patient 1: the initial calcium result was 1.85 mmol/l. On (B)(6) 2022, the repeated result was 2.459 mmol/l. Patient 2: on (B)(6) 2022, the initial creatinine result was 477.2. The repeated result was 72.0. The unit of measure for the creatinine results was not provided. The repeated results were performed on a different analyzer. The calcium reagent lot number was 579804. The expiration date was requested, but not provided. The creatinine reagent lot number was 596370. The expiration date was requested, but not provided. It is unknown if the results were reported outside of the laboratory.